Manufacturer narrative:
D10: (B)(6) 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 02-012-60-1440 - logic stem ext 14mm x 40mm. (B)(6) 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. H10: multiple MDR reports were filed for this event. The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Failure of the cement used to secure the femoral component to the femoral bone likely led to loosening at the cement-implant interface; however, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. The extent and root cause of the prosthesis wear and the femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #2 of 2 for this event. It was reported the patient had a right total knee arthroplasty. Subsequently, two (2) years later the patient began to experience significant pain with the right knee, was unable to walk, pain with weightbearing and flexion contracture. As a result, the patient underwent a right knee revision procedure. A revision operative report was provided. Pre and post operative diagnosis' were right prosthetic flexion contracture and debonding of the femoral component. Intraoperatively, osteoporosis was observed. No obvious wear to the tibial insert but easily removed. The femoral canal cement was in tact, but the femoral component was completely debonded from the cement. The patient was revised to another manufacturer's knee system. The patient was then transferred to pacu in stable condition. Additionally, it was reported via legal documentation that the patient continues to experience significant pain and discomfort; gait impairment; poor balance; difficulty walking and bone loss. No additional information is available.